Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) stated that their remote communicator displayed a red call doctor icon. The patient performed troubleshooting and the communicator was power cycled, and a successful patient initiated interrogation was sent. A review of the stored episode noted that this crtd exhibited noisy signals that were oversensed on both the right atrial (ra) and right ventricular (rv) channels, which was believed to be caused by electromagnetic interference (emi). It was also noted that the patient had an unrelated surgery at the time of the episode. This device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) stated that their remote communicator displayed a red call doctor icon. The patient performed troubleshooting and the communicator was power cycled, and a successful patient initiated interrogation was sent. A review of the stored episode noted that this crtd exhibited noisy signals that were oversensed on both the right atrial (ra) and right ventricular (rv) channels, which was believed to be caused by electromagnetic interference (emi). It was also noted that the patient had an unrelated surgery at the time of the episode. This device remains in service. No additional adverse patient effects were reported. Additional information was received, the communicator was not able to connect with this cardiac resynchronization therapy defibrillator (crt-d). Technical services (ts) discussed troubleshooting options. This crt-d remains in service. No adverse patient effects were reported.